Event description:
During follow-up, noise leading to oversensing was observed on the device and the right ventricular (rv) lead. Abbott technical support was contacted and suspected that the oversensing was caused by myopotentials. Device reprogramming was recommended. Lead damage on the rv lead was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-12353.